Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery phase. The customer reported that the companion hospital cart display screen would go blank when pushed over a bump. The companion 2 driver supporting the pt was switched to another hospital cart. There was no pt impact. This alleged failure mode poses a low risk to the pt, because the reported issue had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. The companion hospital card will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.